Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was blocked. It was further determined that the device failed pretest for check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check function of soft mode switch (safety system), check triggers for forward/reverse mode, check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The aware date was reported as (B)(6) 2017 in the initial report, the date provided during subsequent follow-up is aug 26, 2017. Upon further investigation of the device evaluation, it was determined that the device reverse button would not work and the motor seized, jammed and moved heavily. If additional information should become available, a supplemental medwatch report will be sent accordingly.